Manufacturer narrative:
Results: eight sample were returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5245675. (B)(4) customer samples were tested for leakage in the tubing with no defects identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that during use the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter began to leak on 2 separate occasions during use. No medical intervention necessary.